Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the distal conductor was fractured due to overstress. Blood was present in/on the helix mechanism. The distal conductor was distorted. The outer insulation was breached cut. The lead was damaged at implant.

Event description:
It was reported that the lead was positioned but then retracted after unsatisfied electrical test results. The physician attempted multiple other positions of lead without success. The physician removed the lead from the body for cleaning and testing. The helix did not initially extend and then extended after 30 turns. Another lead was successfully implanted. No patient complications have been reported as a result of this event.